Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was admitted to the hospital after increased pacing impedance was observed on the left ventricular channel, right ventricular channel and atrial channel of the device. A revision procedure is anticipated. The patent has been equipped with a defibrillation vest and is stable and will continued to be monitored.